Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the prep stage. It was then replaced with a new product (unknown). There was no reported patient injury. The mynx control was for hemostasis after a transfemoral catheter angiography (tfca) case. The procedure used a retrograde approach. The user was mynx certified. The device was to be used with a 5f non cordis sheath. The mynx vcd was prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on the sheath catch. The sealant was swollen and was noted to have been exposed to blood. Per functional analysis, a leak test was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a micro tear in the balloon approximately 3.5mm from the balloon neck. A product history review of lot f2007705, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2007705 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the prep stage. It was then replaced with a new product (unknown). There was no reported patient injury. The mynx control was for hemostasis after a transfemoral catheter angiography (tfca) case. The procedure used a retrograde approach. The user was mynx certified. The device was to be used with a 5f non cordis sheath. The mynx vcd was prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.